Event description:
An electromechanical ambulatory infusion pump was returned to mckinley for service (functional checkup). At the time of the return, there was no report from the customer of a pump malfunction or failure to meet performance specifications. During the functional checkup, a mckinley medical service technician observed a reportable malfunction. The pump failed a delivery accuracy test (under delivered).